Event description:
I had smith and nephew, metal on metal. Birmingham hip resurfacing system surgery performed on (B)(6) 2007. I developed a terrible skin rash on front of lower left leg about one year after surgery. Started having bone loss and pain about four years post op. Pain and bone loss continued. Cat scan in (B)(6) 2014, revealed major bone loss on femoral stem, small bone cysts around hip socket, and one golf ball sized bone cyst above hip socket on pelvic bone. I had total hip revision surgery on (B)(6) 2014. My metals patch test on (B)(6) 2014 was positive for cobalt, which is one of the materials used in the birmingham hip resurfacing system. Chromium being the other. I had a metals blood test for cobalt and chromium performed on (B)(6) 2014. Cobalt serum test came back at a 5.4. And the chromium serum test came back at 5.2.